Event description:
It was reported the device was used during an unknown procedure. It was reported the mcl20 would not form clips properly. There was no consequence to the pt. 7/15/97 it was reported another mcl20 was opened to complete the procedure.

Manufacturer narrative:
Feedbar tip adhered to the applier floor and no functional testing could be performed. Applier was disassembled and rear feedbar tab was found to be twisted and no conclusion could be reached on how the damage occurred. Product complaint analysis team has completed its investigation. Results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, slightly; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 14. Functional tests & results: anti-backup functional, n/a; clip form properly, n/a; clip feed properly, n/a; cycle applier, unable and lockout functional, n/a. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that reported incident during surgery may have been due to dried body fluids adhering feed bar tip to applier floor and bent feedbar tab. Applier was received with feedbar slightly retracted from jaws and with dried body fluids visible at tips. Applier was attempted to be cycled, but instrument would not close due to feedbar tip bonding to applier floor. No further functional testing could be performed and applier was disassembled and feedbar tip was removed from floor. Rear tab of feedbar was found to be twisted at back and no conclusion could be reached on how this damage had occurred. Breifly swishing applier with saline between uses will reduce occurrence of this incident. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.